Event description:
It was reported that during an unk procedure, after the surgeon fired the video, no staples deployed and the tissue was not cut. The surgeon used hand sewing to complete the procedure. There were no adverse consequence for the patient.

Manufacturer narrative:
Eval summary: the analysis showed that the device was rec'd with the handles damaged and with a reload loaded in the device. The reload was rec'd partially fired and with no damage to the reload lock out spring. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the mfg process.